Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow up information received on 06-jul-2016: the physician was contacted for follow up but was unable to identify the patient. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jun-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous and medically confirmed case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during hysterosalpingogram, right implant of essure was found in a bad position, it was displaced. A surgery was performed to remove migrated essure by bilateral salpingectomy. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. Essure devices may dislocate into uterine cavity or move into the fallopian tube towards the abdominal cavity. As result, they may be found in wrong position during hsg. In this case, the exact mechanism of this dislocation is not known. However, considering its nature and temporal relation, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. The technical analysis resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(4)) in (B)(6) on 04-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Physician mentioned that essure was implanted bilaterally together with hysteroscopic polypectomy. A hysterosalpingography was performed and right implant of essure was found in a bad position, it was displaced. Besides, patient referred non continuous discomforts, as it sticked something in left iliac fossa. Sometimes she had an intense pain that she had to remain in bed for an hour until it went away, since a month (date not provided). A surgery was performed on (B)(6) 2015 to remove migrated essure by bilateral salpingectomy by laparoscopy. No causality assessment was given. Company causality comment: this spontaneous and medically confirmed case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during hysterosalpingogram, right implant of essure was found in a bad position, it was displaced. A surgery was performed to remove migrated essure by bilateral salpingectomy. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. Essure devices may dislocate into uterine cavity or move into the fallopian tube towards the abdominal cavity. As result, they may be found in wrong position during hsg. In this case, the exact mechanism of this dislocation is not known. However, considering its nature and temporal relation, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Technical analysis has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.